Event description:
Reporter states that her sister had a back surgery at the (B)(6) hospital and that multiple tools were used, among which was the duodenoscope. She says through the use of this device, her sister got infected with cre (enterobacteriaceae) bacteria, and she is currently on hospice care. She says according to her sister's infectious disease physician, 1 in every 5 people who have used this same device have equally been infected. Reporter says she was told after several calls to different health organizations, to notify FDA about her sister's condition.